Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a peeling downstream occlusion (dso) seal and scratched lcd lens. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the device was found to be over-delivering. The most probably root cause was determined to be the expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump over infused during testing. No patient injury was reported.